Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted for a gastrointestinal (gi) bleed and a colonoscopy was performed for suspected internal hemorrhoids. No alarms were reported and upon admission to the emergency department (ed) the patient stated they had dizziness and weakness. It was noted that their flows were within normal range (3.5 lpm). Log files were submitted for review. The event log captured clusters of pulsatility index (pi) events and a transient unsustained low flow alarm with high pi from on (B)(6) 2023. The estimated flow appeared to fluctuate below the alarm threshold of 2.5 lpm. The low flow events lasted less than 10 seconds and were not long enough to trigger an alarm. There did not appear to be any equipment issues causing the events and the data showed that the equipment was operating as intended both electronically and mechanically. Otherwise, the log file captured routine events and there were no notable alarm conditions or parameter changes. The patient's supratherapeutic international normalized ratio (inr) was managed into their normal range while monitoring for further signs of bleeding. The patient's hemoglobin was above 7 g/dl so they did not need a transfusion. The low flows reportedly resolved without intervention. The patient later came in for a routine clinic visit and additional log files were submitted for review. The log file captured low flow events on (B)(6) 2023 which occurred at times when pi was elevated. In addition, the log file indicated that the patient did not connect to the power module/mobile power unit (mpu) during this history. There were no other unusual events recorded in the log file.

Manufacturer narrative:
Section d3, g1: updated information. Section d1: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events of gastrointestinal bleeding, dizziness, and weakness could not be conclusively established through this evaluation. Additionally, analysis of the submitted log files confirmed transient low flow alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. The system controller event log file contained events from 09oct2023 through 11oct2023 and 17oct2023 through 18oct2023, per the timestamps. Two, transient low flow hazard alarms were captured on (B)(6) 2023. No other notable events or alarms were captured. The pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1, ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of heartmate 3 lvas. Section 1 also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.